Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the allergic skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the pod's adhesive caused the patient to have skin irritation while wearing the pod 49 and 71 hours. The patient's blood glucose level reached 19 mmol/l (342 mg/dl). When the pod was removed from the infusion site (abdomen), the infusion site was found to have a little lump. The patient's legal guardian mentioned that the patient has sensitive skin and that the skin irritation occurs more when an extra patch is applied over the pod or the sensor. As treatment, the patient uses a non-prescription cream called sheen cream, which is made and sold privately by a doctor to treat the post-removal rash. A new pod was applied.